Event description:
Biomed tech reported that physician "had trouble performing a polypectomy". Tech also reported that "thermal migration around the snare might have caused a perforation of the bowel". Several attempts were made to contact the rn at the clinic. On 11/6/00 info was rec'd and confirmed that the pt expereienced a "transthermal injury" attributed to the procedure. Additionally the physician was contacted, who stated he was "unable to get good cutting" and had difficulty removing the 3mm polyp. Subsequently the pt requried a partial bowel resection due to a 3mm perforation. The pt was hospitalized for one week and was discharged to home. The unit was tested by the biomed tech at that time and was found to be within specs in all monopolar modes. The endostat ii was returned to the MFR for eval.